Event description:
It was reported that during an abba procedure, first instrument: the blade was broken after a few minutes. The part fell into pt. But it was able to be removed with forceps. Second instrument: there was no function during testing and an instrument error code was on the display. Also, the device could not be opened or closed. No further info is available. Another device was used to complete the procedure. There were no adverse consequences for the pt.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.